Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in two parts. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture, capsular contracture, ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year old female patient underwent breast prosthesis implantation surgery with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with left breast implant rupture. The patient was hit by a baseball prior to the rupture. In addition, the patient was also diagnosed with minimal capsular contracture on the right breast and baker grade IV on the left breast. The left implant was displaced and the patient also had bilateral ptosis. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (right) 450cc mentor memorygel boost breast implant catalog: smpb450 lot: 9673320 sn: (B)(4) and (left) 450cc mentor memorygel boost breast implant catalog: smpb450 lot: 9798366 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2022-11222.